Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) monopolar did not fire. Isi followed up with the initial reporter and obtained the following additional information: no reported injuries. Customer use non-integrated electrosurgical unit (iesu). The procedure completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported problem was not able to be confirmed. Unit tested on system; all instrument recognition and energy operations performed successfully on all ports. No errors in erbe logs. Upon visual inspection, unit found to have chip/scrape in paint on bottom. Front bezel has very light but present scuffing on underside a lower edge. The complaint was not confirmed based on the failure analysis. The probable root cause of the report event could not be determined as there was no reported problem detected.